Event description:
In 2009, the patient reported an elevated blood glucose reading of 310 mg/dl with his normal range being 115-120 mg/dl. He stated he could not complete his morning meal bolus as he did not have enough insulin remaining in the cartridge of his infusion device. He had difficulty in changing the cartridge and was off of his infusion device for about three hours which resulted in his elevated reading. He said he then took 15 units of insulin via injection and, during the report, his reading had decreased to 280 mg/dl. The patient requested assistance with priming his infusion set tubing. He was instructed to put his device in stop and try to prime the tubing. He received an e10 (cartridge error) message. The patient changed the cartridge and battery and was educated on how to properly change the cartridge and prime the infusion set. The patient was able to prime the infusion set without error. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.